Event description:
It was reported that after six months of having achieved continence, the patient's artificial urinary sphincter (aus) stopped functioning properly and the patient experienced recurring incontinence. The physician performed an imaging exam and observed that the pressure regulating balloon (prb) was empty and deflated. A revision procedure has been planned for a future date. There were no additional patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that after six months of having achieved continence, the patient's artificial urinary sphincter (aus) stopped functioning properly and the patient experienced recurring incontinence. The physician performed an imaging exam and observed that the pressure regulating balloon (prb) was empty and deflated. A revision procedure took place and the existing aus was explanted and replaced. There were no additional patient complications reported